Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, bleeding was observed after the vessel sealer extend (vse) instrument was used to seal a branch of a middle colic vessel. The sealing tones were audible when the vse instrument was used. During the case, a small laparotomy was made for lysis of adhesions, and it was then noticed that the sealed middle colic vessel was bleeding. To address the bleeding, the laparotomy incision was extended. An unspecified third-party device was used to achieve hemostasis. The procedure was completed, and the patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The vse logs show that the instrument was installed 1 time and passed homing 1 time. A total of 125 cut complete events were noted with no errors. The e-100 generator logs show 211 null events and 3 ¿e-200 energy activation halted by an instrument or instrument cable connected to the blue upper bipolar port on the e-200 generator while sealing with a vessel sealer instrument¿ errors which indicate that a e-200 generator was likely used in the procedure. The vse instrument was used for about 61 minutes.